Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure in order to treat incontinence and hypermenorrhea and mesh was implanted. It was reported that following insertion of the mesh the patient experienced pain, erosion, extrusion, urinary problems, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2012 due to erosion.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that patient underwent a revision of stimulator, generator, and pocket on (B)(6) 2012 due to failed stimulator generator. It was reported that patient underwent implantation of a sparc mid-urethral sling with cystoscopy on (B)(6) 2013 due to sui. (B)(4).